Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for surgery: pop, sui. Concurrent procedure: transvaginal hysterectomy. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence, and dyspareunia. It was reported that patient underwent removal of previous mesh and another ethicon mesh was implanted on (B)(6) 2013 due to recurrence and mesh erosion.

Manufacturer narrative:
Date sent to the FDA: 09/09/2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.